Event description:
On (B)(6) 2012, the patient was implanted with two gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. It was reported that the patient has a type ii endoleak feeding from a patient lumbar artery that was revealed from images dated (B)(6) 2012. There is aneurysm sac growth of 8 mm reported. The patient will be re-evaluated at a later date for reintervention options.

Manufacturer narrative:
Results - the review of the manufacturing paperwork verified that this lot met all pre-release specifications. Conclusions - the gore excluder aaa endoprosthesis instructions for use states that adverse events that may occur and/or require intervention include, but are not limited to endoleak and aneurysm enlargement. Users are made aware of the risks associated with type ii endoleak in the IFU and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices. Additional devices implanted and/or related to this event: pxc141200/9580685.